Event description:
It was reported that the patient was not getting adequate pain relief since the ipg would no longer hold a charge. The patient underwent an ipg revision procedure. Additional information was received that the ipg was replaced with an MRI compatible device and the patient was doing well post-operatively. The explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief since the ipg would no longer hold a charge. The patient underwent a revision procedure.